Manufacturer narrative:
Gas loss in iab circuit: a gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc/hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period >=80 msec and deflation period >=250 msec. Gas loss cause: 1. Pump system malfunction. Response: system vents and iab deflates; alarms occur in all modes. Mitigation: if no leaks, occlusions, or patient conditions (fever/tachycardia), perform manual iab autofill using fill key (purges/replaces helium and recalibrates). Contraindications: severe aortic insufficiency, aneurysm, advanced calcific disease, obesity/groin scarring (avoid sheath less insertion). Risk & labeling: failure mode (not pressing fill key) documented in ufmea; IFU provides corrective steps. Current status: no device malfunction; no CAPA/escalation needed; risk within profile.

Event description:
During an emergency support program call, the customer reported a gas loss alarm on cardiosave intra-aortic balloon pump (iabp) during active iab support. Troubleshooting confirmed no blood, discoloration, or debris in the helium tubing and secure system connections. Rn was guided to perform an iab fill, after which therapy resumed without further alarms. Education was provided regarding appropriate gas loss alarm troubleshooting and the recommendation to keep the gas loss alarm enabled after rn reported it had been turned off per the help screen instructions. No clinical factors contributing to the alarm were identified at the time of the call. No patient harm or injury was reported.